Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had no audio while in the central supply office. It was also reported there was no patient involvement.